Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm.

Event description:
A report was received that one of the patient leads was showing high impedances on all 8 contacts. Patient was reprogrammed and only 20 percent of the pain was covered by stimulation. Patient then underwent a revision procedure to replace the lead that had high impedances. Patient was programmed post operatively and stimulation provided great pain coverage.

Event description:
A report was received that one of the patient leads was showing high impedances on all 8 contacts. Patient was reprogrammed and only 20 percent of the pain was covered by stimulation. Patient then underwent a revision procedure to replace the lead that had high impedances. Patient was programmed post operatively and stimulation provided great pain coverage.

Manufacturer narrative:
Event description - correction to information: only the lead showing the high impedances was explanted, along with the corresponding clik anchor. Correction to additional suspect medical device components involved in the event: model: sc-4316. Serial/lot: unknown. Description: clik anchor. Product investigation was done, and microscope and x-ray inspection of sc-2218-70 serial number (B)(4) revealed that all cables were completely broken at the bent location of the lead. The bent location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Product investigation was done on sc-4316 with an unknown lot number and passed visual inspection.